Manufacturer narrative:
Concomitant medical product: dtmb1d4 crt-d implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was in the emergency room due to an audible alert toning. It was found that the alert was due to low pacing impedance on the right ventricular (rv) lead. It was noted that the same low impedance alert had also triggered a couple of years ago. The rv lead remains in use. No patient complications have been reported as a result of this event.